Manufacturer narrative:
(B)(4).

Event description:
It was reported that the alerts were being unset on the mobile app occurred. Data was evaluated and the allegation was not confirmed. The probable cause cannot be determined. No injury or medical intervention was reported.